Event description:
It was reported that the patient was not satisfied and that the implant was not needed. The patient explanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.